Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the arterial side of manifold line collar is rotating but line will not pull off manifold. No patient involvement. Product was changed out. Product was completed successfully.

Manufacturer narrative:
Identification of evaluation codes 10, 3331, 3259, 12. The affected sample was returned and inspected upon receipt. The l shaped connector was able to be readily removed. The provided video was reviewed showing that the connector was not able to be one-handedly removed. It is possible that if the connector was pressed together and screwed together extra tight, then it may be difficult to remove. A general training has been conducted to take care when assembling luer connections. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.